Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged, failed batt test, no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for alleged no delivery anomaly, failed battery test, damage battery cap, damage lcd screen, and damage to the battery compartment found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected no delivery and failed batt test alarms noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified failed batt test on (B)(6) 2021 on 17:16:26.000 in pump downloaded history. No unexpected failed batt test in pump history download. No delivery alarm in pump history download. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads, faded serial label, and minor scratches to lcd window. Pump not received with original battery cap. Battery cap cracked/damaged unknown. In summary, customer allegation for cosmetic damage is confirmed during visual inspection where cracked case (battery tube) and minor scratches on lcd window is noted. No unexpected no delivery and failed batt test alarms noted during testing. Pump not received with original battery cap. Battery cap cracked/damaged unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.